Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. It should be noted that the mitraclip g4 system instructions for use states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation¿. Based on the available information the reported difficult or delayed positioning (leaflet grasping) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported entrapment of device appears to be a cascading event of the difficult or delayed positioning. The off-label use was due to the mitraclip device being used on the tricuspid valve. The poor image resolution was due to procedural conditions. The reported unchanged tricuspid regurgitation (tr) and foreign body in patient appear to be cascading events of the entrapment of device. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the clip was caught in chordae, was unable to be re-positioned, and was deployed at an unintended area. It was reported that on (B)(6) 2021, the patient presented with torrential tricuspid regurgitation (tr) and severe mitral regurgitation (mr). Two mitraclips were successfully implanted in the mitral valve, reducing the mr to moderate. There was no device issue, and the mitral valve was considered a successful treatment. Following, it was decided to treat the torrential tr with a mitraclip, used off-label. Challenging tricuspid anatomy included a large atrium, stretched annulus, and prolapsed septal leaflet with a large gap in the middle. The mitraclip delivery system advanced to the tricuspid valve and attempted to grasp. Reportedly, grasping was difficult due to anatomy and difficultly with imaging. During grasping attempts, the clip caught the septal leaflet. The clip was unable to be removed from the septal leaflet so as treatment, the clip was deployed at the septal leaflet. There was no tissue injury observed due to this issue and no additional clips were attempted. The procedure was ended. The tr had remained unchanged at torrential. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.